Manufacturer narrative:
(B)(4). Date sent: 8/5/2020. D4: batch #u93p6l. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components. In addition, two scissor clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining eight clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify what it is meant by "the clips would not form correctly". Were there firing issues experienced with the device? Was device ever fired where clips were deployed or did clips fall from jaws after loading clips? Which attempted firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was clip fired over another clip or hard structure? Were there unformed or malformed clips? Did device fire scissored clips? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a laparoscopic gastric bypass the clips would not form correctly. A similar device was used to complete the case with no patient consequences. One device will be returned.